Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during preventive maintenance, it was identified that the motor triggered an s3 alert when operated with any console. It was confirmed that the consoles were not the source of the issue, as tests were performed using a fully functional motor on the same console, and the fault could not be reproduced. The motor belonged to the customer, and a decision was to be made how the customer would proceed.